Event description:
It was reported that during initial implant procedure that the left ventricular (lv) lead was failing to sense and had high pacing impedance. The physician also noted that the distal tip of the lv felt different. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - investigation conclusions code should have been cause not established rather than conclusion not yet available.

Manufacturer narrative:
The reported event of df-4 connector sleeve would not fit on the lead, high lead impedance and failure to sense were confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device but failed to insert into the test df-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This likely contributed to the reported field events.